Event description:
Consumer purchased extended wear contact lenses at a drug store and wore them for an unspecified period of time. On 3/15/97, she wore her lenses overnight and awoke the following morning with irritation and redness of the left eye. She removed her contact lenses that day but did not seek professional care until 3/20/97. The ultimate diagnosis was perforating corneal ulcer secondary to a bacterial infection (pseudomonas aeruginosa). The consumer underwent multiple surgical procedures including penetrating keratoplasty and cataract extraction with intraocular lens implant.